Event description:
Caller reported a cgm error, which was identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer received pump reset instructions from technical support and successfully restarted their sensor session, resolving the issue without further complications.